Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump (B)(4) revealed no anomaly found. The pump passed all non-destructive testing. There was no significant anomaly in the logs accept for a motor stall recovery that occurred. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall.

Event description:
The patient experienced increased spasticity. The patient's catheter was determined to be dis-attached in the spinal area and no free flow occurred. It was further noted the catheter was not disconnected at the spine. The catheter was revised. During the revision, a new 8709 catheter was implanted and the old (existing catheter) was entirely removed. Following the revision, the patient was doing better. The pump contained baclofen 2000 mcg/ml; the reporter believed the type of baclofen was branded gablofen but this was not verified.

Manufacturer narrative:
Catheter model 8711, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4)